Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that she is not completely satisfied with the therapy currently provided by her scs system. In an effort to resolve this matter, a reprogramming session has been scheduled for the pt. No further info is available.